Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken device observed assessed as fold flow opening. Additional observation: ¿ stress marks observed are assessed as non-penetrating nick. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional called to report a left-side rupture. Device remains implanted.

Event description:
Device remains explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional called to report a left-side rupture. Device remains implanted.